Event description:
An 11 yr old female with medical history of rheumatic mitral valve disease underwent a mitral valve replacement procedure using a 31mm mitral homograft on 5/21/96. This pt had the valve explanted on 1/22/99 due to severe stenosis. Operative report notes the tissue to be calcified and rigid. The homograft was replaced with a 29mm st. Jude.